Event description:
A patient underwent a le fort 1 osteotomy. During the completion of the osteotomy, the protected portion of the handpiece made contact with the extra oral portion of the left upper lip. According to the surgeon, this portion of the handpiece was warm. The surgeon finished the procedure without any complications. During the post operative period, the lip was noted to have a superficial second degree burn which was treated with local wound care. The device heated up shortly into the procedure.is event health it related?no